Event description:
(B)(4). Abdominal pain, longer heavier periods, bleeding throughout the month, hair loss, tooth decay, digestive problems, headaches, joint pain, memory loss, metal taste in mouth, blisters on hands. I have never had any medical problems before the essure I was 100 percent healthy.